Manufacturer narrative:
(B)(4). A review of all documents included in the device history record did not identify any applicable non-conformances to specification or deviations in procedure. A query of the entire complaint history of this part was conducted on (B)(4) 2011, which did not contribute any additional information to this investigation. No further action is required at this time - this investigation is considered closed. Visually confirmed the instrument is broken at the base of the radius near the 65mm mark. No surface defect identified that could contribute to crack propagation. Dimensional inspection of the relevant dimensions, as well as the instrument hardness were inspected and found to be within print specification. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue, and river lines suggesting the direction of propagation. The location and fractographic evidence of the fracture surface, in conjunction with verification of conformance to the relevant dimensional and material specifications suggest failure due to bend stress overload.

Event description:
It was reported that the tap broke during surgery as lateral pressure was applied. Pliers were used to retrieve the broken tap and no further complications occurred. Although the instrument was used intraoperatively, no patient injury was reported.